Manufacturer narrative:
The subject devices have not yet been returned to steris endoscopy for evaluation. The device history record was reviewed and confirmed the devices were manufactured to specification. There have been no other complaints associated with these lots. Statements from instructions for use packet include, "for articulator¿ & carr-locke injection needles only: "carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. The spring-loaded handle assists in needle retraction; however, always visually check the retraction as well. Note: do not stretch the device because stretching may cause the needle projection length to be altered. To lock the needle in the out position, gently press the proximal luer until it meets the handle's luer, and then slowly twist the proximal luer clockwise until the two luers are fully engaged." Steris has requested the devices subject of the event to be returned for evaluation. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure multiple of their articulator injection needles failed to deploy correctly causing a procedure delay. The user facility personnel used an additional device to complete the procedure. No report of injury.

Manufacturer narrative:
The user facility sent back articulator injection needles from the lot subject of the reported event for evaluation. Evaluation results determined that the reported event may have been attributed to displaced adhesive within the handle assembly and forceful use of the device by user facility personnel. The device history record was reviewed, and no abnormalities were identified. A complaint review indicates this to be an isolated event. There have been no other complaints associated with this lot. Steris contacted the distributor to ensure that in-service is offered to the user facility. No additional issues have been reported.